Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan (lfs) alleging her one ultra 2 meter read inaccurately erratic when performing consecutive blood glucose tests. The complaint was classified based on the customer care advocate (cca) documentation. The patient did not recall when the alleged inaccuracy began. At an unspecified date/time, the patient stated she obtained blood glucose results ¿below 80 and above 200 mg/dl¿ with the subject meter, performed within 20 minutes from each other. The patient manages her diabetes with insulin (humalin, unknown dosage). It is not known if the patient made any changes to her usual diabetes management regimen in response to the alleged inaccurate reading(s) obtained with the subject meter. The patient reported, a couple days after the alleged issue occurred, she began to feel ¿shaky¿. The patient denied receiving any medical treatment. During troubleshooting, the cca confirmed that the subject meter was set to the correct unit of measure setting. The cca discovered that the patient was using expired test strips. No replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of a serious injury after the alleged meter issue began.